Event description:
It was reported that pump displayed malfunction message identified as error 12, and no unusual event occurred before problem started. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to place pump in storage mode and return it using prepaid label within required timeframe, which customer understood and acknowledged.